Event description:
Prior to a novasure endometrial ablation the physician performed a hysteroscopy and noted the pt's cavity was "anteverted [and] intact". The physician had difficulty seating the device and dit another hysteroscopy. A perforation was visualized near the "middle of the fundus" (size unk). There was no medical intervention for the perforation. On (B)(6) 2012, it was reported that the pt is "doing fine". Dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complaint. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Device history record (DHR) review was conducted for the ths hysteroscope. The reported serial number (B)(4) was released meeting all qa specifications. IFU according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall then sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not the further dilation is required. The nova sure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).